Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Initial reporter name: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had another foley catheter malfunction today. The blue leur lock port came off and was leaking urine everywhere. Then, when the nurse went to exchange the foley the fluid from the balloon looked like urine work sediment, and there was difficulty removing. They were concerned for a malfunctioning balloon. The foley and fluid removed were in a biohazard bag in the supervisor office for investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had another foley catheter malfunction today. The blue leur lock port came off and was leaking urine everywhere. Then, when the nurse went to exchange the foley the fluid from the balloon looked like urine work sediment, and there was difficulty removing. They were concerned for a malfunctioning balloon. The foley and fluid removed were in a biohazard bag in the supervisor office for investigation.